Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 6 not detected on bus. The customer reported that able to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected. A field service engineer unplugged the station and rebooted it, but this did not resolve the issue. The module controller was replaced. All functions returned to normal. The system functioned as intended after the field service engineer repaired the device.